Manufacturer narrative:
B5: additional information received and attached from customer via email dated 05-oct-2021: the event occurred during bench test. There was no patient involvement. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, and some scratches on the lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion sensor). Event history log was reviewed and the error was found multiple times. Dso was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached alarm with a cassette already attached no adverse effects reported.